Event description:
Procedure type: spinal surgery - fusion. According to the reporter: there was a disassociation of a screw/rod construct. The construct failed to retain rod in the assembly. A revision was performed to explant the device.

Manufacturer narrative:
An investigation was completed on product currently in x-spine inventory and were found to be acceptable to the product specifications. Quality assurance reviewed the relevant test data for potential failures and determined that the products are within the design specification. A definitive cause cannot be determined at this time. Care must be taken to ensure that all screw cups are tightened and assembled correctly. Loosening of the construct is listed as a possible adverse outcome in the instructions for use (IFU) supplied with each device. X-spine has received three separate reports from the same doctor and hospital indicating that a disassociation of the screw/rod assembly occurred. The report numbers for these three reports are as follows: 3005031160-2009-00001, 3005031160-2009-00002 and 3005031160-2009-00003,